Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The wheels had a stability adjustment issue. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Complainant alleged there are ongoing issues with the chair that can't be resolved in the field: left wheel falling off, one of the aligning bolts that hold the head tube fell out, the cylinders needed to be adjusted several times because the wheels are getting stuck in the air, bad bushings in the front head, and suspension barbs are not aligned, just to mention some of the issues.